Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went swimming with the pump. Shortly after a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact tot he customer's blood glucose level. It was indicated that the customer would use an old pump until the replacement pump was received.